Manufacturer narrative:
12/30/1997-supplemental report #1 sent to FDA.

Event description:
The device was used during a esophagectomy procedure. Reportedly, the instrument did not cut resulting in tissue loss. The staple line had to be transected and the anastomosis was hand sutured.